Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms or motor anomalies noted. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had reoccurring of motor anomaly and no delivery alarm. Customer's blood glucose level was high and it was over 300 mg/dl. A customer reported that the insulin pump had no delivery alarm. Troubleshooting was done for no delivery alarm. Insulin pump will be returned for analysis.